Event description:
The customer stated that she was treated by paramedics for hypoglycemia. The customer's blood glucose reading at the time of the report was 151 mg/di. The customer did not remember any details about the event. At the time of the report, the insulin pump was alarming during priming. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and, further information will follow once the analysis has been completed.